Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on compact plus meter, within 10 minutes: 15 mg/dl and 124 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
Device was returned by customer to the manufacturer but device was lost in transit from the affiliate to the manufacturer's investigation unit before investigation could be performed. Because the device was lost in transit, no investigation of the device can be performed.